Manufacturer narrative:
No patient code available - patient experienced a slow-flow event. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The patient experienced slow flow after 20 seconds and six treatments at a speed of 50,000 rpm with a coronary diamondback orbital atherectomy device via trans-radial approach in a type b lesion in the right coronary artery which was 90% stenosed. Nitroprusside was administered and the issue was resolved. The patient was discharged.